Manufacturer narrative:
R&d analysis confirmed the reported programmer crash after threshold test and aida reading re-started. The exact root cause could not be identified with certainty but it is most likely related to known issue with golcontrol and/or thread management. A re-ghost of the tablet is not needed. So no return necessary. But a re-installation of the latest smartview version could help. No issue on the device is suspected. It can be returned to the field.

Event description:
Reportedly, the smart touch tablet software hung while the nurse interrogated the device and did the thresholds.